Event description:
It was reported that the bd needle 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: material #305180 lot #5092742 verbatim: rcc received a complaint via email.took bd blunt fill needle out of packaging and found white buildup on needle prior to use. Product workday itm-number: itm-1092552, lot number: 5092742, supplier & supplier reference/re-order or item number: bd ref: 305180 expiration date: 2030-05-31.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported there was white buildup on the needle. Our quality team has completed a device history record review for material number 305180 and lot number 5092742. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.